Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined time out error causing medication unavailable. The technical support specialist found that the structured query language got error and complete the data synchronization to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system prompting error message detecting time out, causing medications unavailable. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system prompting error message detecting time out, causing medications unavailable. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information is captured in the following section: d5, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time out error causing medication unavailable. The technical support specialist found that the structured query language got error and fully synchronized the station to resolve the issue. The system was functional as intended after the technical support specialist troubleshot the device.